Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7177873. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that there was a bd insulin syringe with the bd ultra-fine¿ needles with a needle sticking outside the shield, and another had a missing rubber stopper. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that there was a bd insulin syringe with the bd ultra-fine¿ needles with a needle sticking outside the shield, and another had a missing rubber stopper. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (2) loose 1/2cc, 8mm syringes. Customer states that the needle was sticking through the shield which caused a needle stick and the stopper was missing. Both returned syringes were examined and one sample exhibited a missing stopper. The remaining syringe exhibited the cannula through the shield, exposing the cannula, which could cause a needle stick. Samples were forwarded to manufacturing (holdrege) on 21sep2018 for further review. On 25sep2018 holdrege received two (2) 0.5ml syringes in a container. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe aa, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. No damage to the plunger rod was seen during the visual inspection. Probable root cause likely for missing stopper, on the assembly of the metro machine the plunger could get hung up in the dial and not allow stopper to assemble to the plunger. Probable root cause for needle through shield, needle was bent during shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally it had to pass through undetected by the camera system utilized on the production line. A review of the device history record was completed for batch# 7177873. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200705636, 200704808, 200704363] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick, needle through shield and stopper missing on lot # 7177873. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.